Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noted that the balloon burst during initial inflation. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages, which does not confirm the reported event of balloon burst. Functional analysis was performed, and the balloon was inflated without problem, there were no damages found and the device works properly. Based on the analysis performed and the information provided, the most probable root cause for the complaint event cannot be detected since the reported device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noted that the balloon burst during initial inflation. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.